Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 8 months post-implant, it was reported that patient was suspected to have device thrombosis. Signs of hemolysis are present and the left ventricle will not unload. The patient's lactate dehydrogenase (ldh) level has increased to 2867 u/l and has plasma-free hemoglobin (pfhg) has increased to 746.4 gm/l. The patient's event history indicated several low flow hazard alarms and the patient was reported to have anticoagulation issues within the last month. The hospital was attempting to list the patient for an urgent transplant and it was reported that the patient refused a pump exchange. Subsequently, the patient expired on (B)(6) 2014 and the reported cause of death was multiorgan failure.

Manufacturer narrative:
The pump was not explanted from the patient; therefore will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient¿s event history was submitted and reviewed. Low flow hazard alarms followed by an increase in pump power and reductions to pulsatility index (pi) were seen; however, a specific cause for the low flow could not be conclusively determined. The pump was not explanted from the patient; therefore, a full evaluation of the device could not be performed and the report of suspected pump thrombosis could not be confirmed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.